Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with full instructions for a pump reset and assisted them through the reset process. The issue was resolved successfully, and the caller was able to start a new sensor session without encountering the error again.